Event description:
It was reported that this right atrial (ra) lead exhibited noise that resulted in pacing inhibition and inappropriate atrial tachy response (atr) episodes and alerts. A lead fracture was confirmed. A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.